Event description:
The customer received a blood glucose reading of 201 mg/dl from his contour meter and a reading of 58 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.